Event description:
A customer obtained an erroneously high troponin (accu tni) result for one patient. The initial result was 40.27ng/ml. A subsequent testing produced an accu tni result in a lower clinical reference range (0.14ng/ml). The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in lithium heparin pst tube and was centrifuged at 3,400 rpms for 5 minutes. Per customer, no other results or assays were in question, and there have not been any further erroneous results since this event. Service was not dispatched for this event. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.